Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, the reported leaflet grasping issues and the clip not being implanted appears to be related to challenging anatomy. The reported tissue injury was a cascading effect of the grasping issues. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip instructions for use states that ¿the mitraclip g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ since the device was used for a tricuspid valve repair, this is considered as an off-label use of the device. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve; however, it was determined that using the mitraclip on the tricuspid valve did not cause any effects. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is being filed to report and unspecified tissue injury. Unspecified tissue injury is considered a serious injury. It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One triclip was implanted in the anterior-central commissure. A large gap remained and the physician then chose to use a mitraclip for independent grasping function. The second clip was advanced to and placed on the valve. However, after several grasping attempts, including use of independent grasping, the physician was unable to grasp both leaflets. Following independent leaflet grasping attempts, leaflet tissue damage was noted. The clip was removed and procedure concluded with tr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.